Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). A philips field service engineer (fse) evaluated the device and could not confirm the alarm issue. The fse checked the logs and found numerous 'impossible to analyze ECG' errors, which normally are generated by very mobile patients and/or electrode connections that are not qualitatively acceptable. In relation to the yellow and red alarms, there were no disablement and red and yellow alarms were reported in the alarm log. The system is fully functional. The customer requests to permanently enable ECG/arrhythmia alarms. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that the central monitoring system did not signal a yellow alarm and allows to deflect all the red alarms. The device was in use at the time of the event. No adverse event occurred.